Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) cylinder due to erosion through glans. Removed cylinder. Remaining components still implanted. Plugged tubing of cylinder. No information about the patient outcome is available at the moment. Additional information received. Patient diabetic and the doctor think that might had something to do with the erosion. No adverse patient effects.